Manufacturer narrative:
Based on the current information provided, the cause of the peri-procedural complication cannot be determined. The physician believed that the event was not ion related. There was no device malfunction associated with the event. A system log review cannot be performed because the system logs are not available at this time. Review of the device history record confirmed there were no related non-conformances found for the ion system. A review of the event was conducted by an isi medical officer and the following additional information was provided: a 60-year-old female underwent and ion endoluminal biopsy of a 1 cm left upper lobe nodule after attempts with manual bronchoscopy was unsuccessful. Biopsies were obtained with a needle then cryoprobe. Bleeding was noted after a second pass with the cryoprobe. Saline was instilled and 200 ml of saline plus blood were aspirated. Atrial fibrillation was rapid ventricular response and hypotension then developed with shock-like symptoms prompting the procedure to be aborted including undocking and removal of the ion system. Simultaneously a norepinephrine drip was initiated and manual bronchoscopy was performed to tamponade the bleeding at the left upper lobe orifice for 3 minutes. Hemostasis was achieved and excess blood was cleared with a clot in the left upper lobe intact but otherwise patent airways. Diluted epinephrine was instilled prophylactically after hemostasis was achieved. The patient was never hypoxic. Echocardiogram revealed a severe cardiomyopathy with an ejection fraction of less than 30% along with atrial fibrillation. A cardiac stress test from on (B)(6) of 2022 was reported as normal. The patient was transferred to the intensive care unit for ongoing management. Biopsy confirmed a b cell lymphoma. CT scan demonstrated a stroke attributed to the rapid atrial fibrillation. The patient was transitioned to hospice and died 5 days after the biopsy. The available data suggests that the adverse event was not due to ion system, instruments or accessories but they do suggest that the adverse event may have been related to the procedure and anesthesia in the setting of newly diagnosed atrial fibrillation and newly diagnosed lymphoma. There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 5 (0.02%) transient ischemic attacks and 4 (0.02%) total deaths but no strokes. Another multicenter study reported 13 (2.2%) complications with no strokes and no deaths associated with 581 cases. A recent prospective multicenter international study of 1,215 bronchoscopies reported 1 associated death (0.08%) and no strokes. A recent prospective series of 415 cases reported 1 cva (0.2%). In a database study of 46,030,380 patients with a history of hospitalization had an increased risk of atrial fibrillation associated with a cancer diagnosis after adjusting for confounding variables in a multivariate regression analysis with an incidence of 6.2% in non-hodgkin¿s lymphoma. The risk of stroke associated with general anesthesia has been reported to vary from 0.1-1.9% in non-cardiac, non-neurologic, and non-major surgery and as high as 10% in the setting of brain or high-risk cardiovascular surgery. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Zubair khan, m., gupta, a., patel, k., abraham, a., franklin, s., kim, d. Y., patel, k., hussian, I., zarak, m. S., figueredo, v., & kutalek, s. Association of atrial fibrillation and various cancer subtypes. Journal of arrhythmia. 2021. Bateman bt, schumacher hc, wang s, shaefi s, berman mf. Perioperative acute ischemic stroke in noncardiac and nonvascular surgery: incidence, risk factors, and outcomes. Anesthesiology. 2009. Selim m. Perioperative stroke. New england journal of medicine. 2007. Section b2: patient age reported as "in the 60's" years.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced bleeding at the biopsy site, followed by additional complications, and ultimately expired 5 days post procedure. The pulmonologist had initially attempted to use a regular bronchoscope to reach the lesion in the left upper lobe (lul) of the lung but could not reach the target site due to a tight turn. The procedure was then switched to the ion system and with the catheter flexibility they were able to navigate to the lesion which was 1cm in size and was not close to the pleura or fissure. The biopsy was completed with a needle and then a couple passes of a cryoprobe. The bleeding started on the second pass with the cryoprobe, was considered moderate at 200 ml by the pulmonologist, and was a mixture of saline irrigation and blood. The patient¿s condition unexpectedly deteriorated with new onset atrial fibrillation with a rapid ventricular response, hypotension, and shock-like symptoms. The procedure was aborted, the ion system was undocked, and the anesthesiologist initiated a norepinephrine drip. Simultaneously, the pulmonologist used a bronchoscope to tamponade the bleeding site at the origin at the proximal endobronchial lesion in the lul orifice. Direct pressure was applied for 3 minutes, and a clot formed over the bleeding area. The lul was flushed and irrigated carefully leaving the clot over the bleeding source. Diluted epinephrine was used as a prophylactic agent to prevent further bleeding. The airways remained patent. Cardiology consultation was requested, and an echocardiogram showed an ejection fraction of less than 30% in conjunction with the atrial fibrillation. The patient was transferred to the intensive care unit. The patient remained ventilated and reportedly had not become hypoxic during the event, and the hemoglobin did not go below 9mg/dl (baseline not provided). The day after the biopsy procedure, the pulmonologist cleared up the airway clots and no further bleeding was observed. The patient did not have a known cardiac condition, had a normal stress test on (B)(6) 2022, and was not on anticoagulant therapy. The patient did have a history of prior breast and anal area cancer with metastasis. The biopsy results showed b cell lymphoma. The pulmonologist thought the rapid onset of the atrial fibrillation may be attributed to general anesthesia. A brain CT scan showed that the patient had suffered a stroke from the rapid atrial fibrillation event. The family elected for no further procedures, and to place the patient in hospice care with a do not resuscitate designation. The patient expired 5 days post procedure.